Event description:
Related manufacturer reference number:2017865-2023-39263. Related manufacturer reference number:2017865-2023-39264. It was reported that patient's atrial, right ventricular (rv), left ventricular (lv) lead was dislodged due to twiddler. It was also noted that the atrial and lv lead exhibited loss of sensing, loss of capture, high out of range pacing impedance. The leads were explanted and replaced. The patient was stable.